Event description:
It was reported by the customer that the device had an alarm - error codes / messages. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced q19 on power board for error 120.4630. Replaced keypad. Tested pm. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of power regulator pcb. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 08apr2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages. There was no additional information provided and no patient involvement.